Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. It was further reported that the patient had been implanted with an advance sling. Following implantation of the sling the patient's level of incontinence was better than baseline. The aus device was implanted after the sling because the sling stopped working and the patient experienced recurring incontinence. There were no device issues or malfunctions with the sling. The patient was recovering following the aus implant surgery.